Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. Unit received with cracked at corner display window, scratched on display window and cracked reservoir tube lip. Unable to perform the displacement, basic occlusion, occlusion, prime test and no delivery tests due to button error. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 267 mg/dl. Troubleshooting was not able to resolve the issue. Customer stated button error occurred right after insulin pump was exposed to moisture. The device will be returned for analysis.